Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 26703 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. Upon review of the file it was noted: adverse event term: dysphagia. Relationship to study device: blank. Relationship to primary study procedure: blank. Other intervention/treatment: yes. If other specify: steroids prescribed. Then it was noted: other intervention/treatment: yes. If other specify: steroids prescribed. Relationship to study device: unlikely. Relationship to primary study procedure: unlikely. Then it was noted: diagnostic imaging: yes. Drug therapy: yes. Relationship to study device: not related. Relationship to primary study procedure: not related. Outcome : recovering/resolving: recovered/resolved. And finally it was noted: drug therapy (prescription): no to yes. Other intervention/treatment: yes to no. If other, specify: steroids prescribed to blank. Outcome: recovered/resolved to recovering/resolving. Relationship to study device : unlikely to not related, relationship to study procedure : unlikely to not related. Severity: mild to moderate. Due to this review of the file and the information provided it was determined that this file does not meet the FDA defined criteria for a serious injury, and has been revised to a not reportable event.

Event description:
It was reported via clinical trial patient (B)(4) experience, dysphagia. Relationship to study device: unlikely.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Advanced surgical associates, sex: female, age (at time of consent): 28 years, country of event: us, model: lxmc15, device lot number: 26703, date of surgery: (B)(6) 2021, adverse event term: dysphagia, site awareness date: (B)(6) 2022, end date: (B)(6) 2021, severity: mild, is the adverse event serious? No, other intervention/treatment: yes, if other specify: steroids prescribed, outcome: recovered/resolved, relationship to study device : blank unlikely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 corrected data: b1, b2, h1. Additional information: start date: (B)(6) 2024 alert date: (B)(6) 2025 country of event: us model: lxmc15 device lot number: 26703 date of surgery: (B)(6) 2021 adverse event term: dysphagia. Patient details: patient identifier: (B)(6) country name: united states sex: female age (at time of consent): 28 years additional event details: site awareness date: 17 apr 2025 end date: (B)(6) 2024 severity: moderate is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: unlikely relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2024. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank. Updated log line: 2 updated: relationship to study procedure: blank = unlikely. Updated log line: 2. Updated: relationship to study procedure: unlikely = not related. Updated log line: 2 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index relationship to study procedure: not related = unlikely relationship to study device: unlikely => not related updated log line: 1 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = index. Log line 1 updated: relationship to study procedure: not related = unlikely. Ai received from attachment on 5/8/2023: diagnostic imaging: no = yes drug therapy (prescription) : no = yes. Other intervention/treatment: yes = no. If other, specify : steroids prescribed = blank. Outcome : recovered/resolved = recovering/resolving. Relationship to study device : unlikely = not related. Relationship to study procedure : unlikely = not related. Severity: mild = moderate. Outcome: recovering/resolving = recovered/resolved. Additional information received. Patient identifier: (B)(6). Advanced surgical associates. Sex: female. Age (at time of consent): 28 years. Country of event: us. Model: lxmc15. Device lot number: 26703. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Site awareness date: 07 jun 2022 end date: (B)(6) 2021. Severity: mild. Is the adverse event serious? No. Other intervention/treatment: yes. If other specify: steroids prescribed. Outcome: recovered/resolved. Relationship to study device: blank = unlikely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025 additional information: updated log line: 2 updated: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank => no. Relationship to study procedure : unlikely => not related. _____________________________ updated log line: 2 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: index => blank.